Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a "dime sized fluid filled bubble" found in tpn tubing line after it was flushed to address a downstream occlusion alarm.